Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to cracks likely due to several factors involved as molding stress and chemical breakdown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid while connected to the patient. The device was replaced for the patient. No additional patient consequences to report.